Event description:
It was reported that, post-implant of this ambicor penile prosthesis (app), the patient was unable to cycle the device and was in pain. After another week, the patient was still in pain and the device was not deflated. The wound dehisced and was treated in the hospital. Device deflation could not be attempted due to the pain. The physician suspected a urinary tract infection (uti) or a valve malfunction. The device was explanted and replaced; the new device had smaller-diameter cylinders and smaller rear tip extenders (rtes). Following this, the symptoms did not improve. The device was removed again, and an antibiotic solution irrigation was done. No new device was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual or functional testing could not be completed. The reported allegations were not able to be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after an ambicor penile prosthesis (app) implantation, the patient was unable to cycle the device and was in pain. The physician decided to give it another week, but after that period, the patient was still in pain and the device was not deflated. Patient experienced dehiscence of the wound, which needed to be closed in the hospital in sterile room. He was too sensitive to try to deflate. Physician did suspect a urinary tract infection (uti) or a valve malfunction. The device was explanted and replaced with a smaller diameter cylinders and rear tip extenders (rtes); the patient was expected to fully recover, but the symptoms did not improve. The device was removed again and not replaced.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual or functional testing could not be completed. The reported allegations were not able to be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after an ambicor penile prosthesis (app) implantation, the patient was unable to cycle the device and was in pain. The physician decided to give it another week, but after that period, the patient was still in pain and the device was not deflated. The patient was too sensitive to try to deflate. The physician did suspect a urinary tract infection (uti) or a valve malfunction. The device was explanted and replaced with a smaller diameter cylinders and rear tip extenders (rtes); the patient was expected to fully recover, but the symptoms did not improve. The device was removed again and not replaced.

Event description:
It was reported that after an ambicor penile prosthesis (app) implantation, the patient was unable to cycle the device and was in pain. The physician decided to give it another week, but after that period, the patient was still in pain and the device was not deflated. The patient was too sensitive to try to deflate. The physician did suspect a urinary tract infection (uti) or a valve malfunction. The device was explanted and replaced with a smaller diameter cylinders and rear tip extenders (rtes); the patient was expected to fully recover, but the symptoms did not improve. The device was removed again and not replaced.